Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model.

Event description:
It was reported that the patient was admitted due for multiple shocks, and that there is a history of atrial lead sensing difficulty due to low amplitude, and intermittent far field r-wave oversensing. Intermittent oversensing and double counting of r-waves after shocks was also reported. Both leads are still in use. No further patient complications have been reported as a result of this event. It was also originally reported that there was atrial lead undersensing. Both leads are still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted due for multiple shocks, and that there is a history of atrial lead sensing difficulty due to low amplitude, and intermittent far field r-wave oversensing. Intermittent oversensing and double counting of r-waves after shocks was also reported. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 lead is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "interference/noise". Ventricular short interval counts= 30.7 counts avg/day, within 0.55 days on (B)(6) 2010 in the timeframe between 08:47:08 and 22:03:30.